Manufacturer narrative:
Investigation summary: the complaint on the d1000 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13959937 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Initial reporter phone number was not provided. (B)(6), was found associated with hospital. Initial report came through the following source: (B)(6). Investigation has not been completed. Upon completion a supplemental MDR will be submited.

Event description:
An event involving a tego¿ connector experienced no flow. It was reported that there were defective tegos, it was noted that there were no drawback of blood during patency check and there is a resistance in pushing the saline. When attaching the 10cc syringe the silicone sheath inside the tego does not lock and rotate continuously. There was unknown patient involvement, and unknown human harm.